Event description:
It was reported that during a ureteral stenting procedure, the inner support catheter of ureteric stent, end screw handle detracted from the catheter. It is currently unk if it was the stiffener or the stabilizer which detached. Add'l info has been requested but is not available at this time.

Manufacturer narrative:
The device has not been rec'd for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.